Event description:
High impedance message was observed for patient's device. No known interventions have occurred to date.

Event description:
Additional information was received from a nurse that no information was available except that the device was wnl(within normal limits). Based on this information, it is suspected that the device diagnostics were within normal limits. It is unknown what impedance message was initially observed and reported.